Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl and unknown drug via an implantable pump for non-malignant pain. It was reported that the patient received a replacement handset but did not know how to pair to the pump. Agent walked them through pairing to pump. They mentioned when they would try to bolus, it would lag at 90%. Agent reviewed that is a data issue and when they notice the handset was lagging at 90% to call and agent can walk the them through deleting the data. Refer to pe (B)(4) for report of connection issues with previous handset.